Manufacturer narrative:
Corrected/updated data in section and h6 (component code, type of investigation, investigation findings and investigation results). H3: additional device evaluation: the returned valve was evaluated using edwards standardized in vitro pulsatile flow tests under simulated normal physiological conditions. No central leakage path was observed during the closed period of the cardiac cycle. All three leaflets opened completely; leaflet 3 showed fluttering during the opening phase. All leaflets closed completely. The reported "massive jet" was not reproduced during testing. In vitro results may differ from in vivo conditions due to hemodynamic and environmental factors not present during evaluation. Based on available data, the valve met specifications for total regurgitation fraction. H11: additional manufacturer narrative. Regurgitation is considered a perivalvular leak (pvl) when a turbulent, eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in both mitral and aortic positions due to similar causes. Early postoperative pvl is often associated with infective endocarditis, potentially due to inadequate perioperative antibiotic prophylaxis or nosocomial infection. Annular calcification may prevent proper seating of the bioprosthesis. Technique-related factors, such as incorrect valve sizing, and anatomical challenges may also contribute. Mechanical stress from a diseased or rigid annulus can affect valve performance and durability. Pvl is not indicative of a manufacturing defect or device non-conformance. Based on the available information, the most likely root cause is procedural, involving interference with native anatomy or inadequate seating, resulting in an incomplete seal and the reported jet. No edwards manufacturing defect was identified. No corrective or preventive actions are required as no defect was confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany a 11500a25 valve was explanted after an implant duration of seven (7) days due to a massive jet in the left coronary leaflet detected during follow-up examination. As reported, at the time of implant the pvl was not treated because it was very small. A 25mm surgical valve was implanted in replacement. The patient was noted as to be discharged home and doing well.

Manufacturer narrative:
Corrected data in section d9 (device availability) and added information to section d9 (date returned to manufacturer) and h6 (type of investigation). Updated section h3 (device evaluated by manufacturer) and h6 (device code): 1457 - perivalvular leak replaces 1250 - fluid/blood leak. H3: device evaluation: customer report of "massive jet in the left coronary leaflet" was unable to be confirmed through visual observations. The x-ray demonstrated cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Echocardiographic images were received and reviewed by an independent expert in echocardiography. Per his review, normal appearance and motion of the bioprosthesis leaflets. Significant (at least moderate) aortic regurgitation (ar) with a definite paravalvular origin and an eccentric ar jet that is most compatible with pvl (perivalvular leak). Presence of a significant pvl, with the jet origin located outside the prosthetic ring at or close to the base of the commissural post between the leaflets in the left coronary and right coronary positions. Although a second, central (valvular) jet cannot be excluded based on the submitted images, the findings are most compatible with pvl with an eccentric ar jet related to the pvl. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.